Event description:
It was reported that the button on the customer's pump used to turn the screen on and off was missing, affecting their ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level, as it remained within normal range. The customer decided to continue using their current pump.